Event description:
It was reported that this patient was implanted with a new subcutaneous implantable cardioverter defibrillator (s-ICD) system and defibrillation threshold testing (dft) was successful. Prior to discharge, the patient felt a shock delivery after which the patient lost consciousness and the physician attempted to perform resuscitation. During the resuscitation, the physician registered two more shocks delivered by the s-ICD, after which the patient regained consciousness. Data was analyzed and boston scientific technical services observed the treated episodes and found them to be appropriate device operation. The first delivered shock was provided after a rhythm showed high amplitude and regular morphology on the s-ECG was detected. After the shock, the s-ECG morphology changed to be more erratic with lower amplitude. The next two shocks converted the rhythm to normal sinus rhythm. Additionally, in the second episode technical services found indications of a potential baseline wander. The baseline appeared to be moving, maybe due to air entrapped in the pockets of the system. System manipulations could help determined if this is happening, in case this baseline wander can be reproduced, and if so, locate this air to appropriately program the sensing. However, technical services indicated that the delivery of the shock is not related to this phenomenon. The fast rhythm sensed on the s-ECG was appropriately assessed by the device. There were no additional adverse patient effects reported. The s-ICD and electrode remain in-service. Additional information was provided, it was reported that the implant procedure was performed with the two-incision technique which caused the electrode to dislodge. The issue was resolved by performing the three-incision technique and the electrode was repositioned. A successful dft was performed, and no additional adverse patient effects were reported. The device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this devices delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the section b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient was implanted with a new subcutaneous implantable cardioverter defibrillator (s-ICD) system and defibrillation threshold testing (dft) was successful. Prior to discharge, the patient felt a shock delivery after which the patient lost consciousness and the physician attempted to perform resuscitation. During the resuscitation, the physician registered two more shocks delivered by the s-ICD, after which the patient regained consciousness. Data was analyzed and boston scientific technical services observed the treated episodes and found them to be appropriate device operation. The first delivered shock was provided after a rhythm showed high amplitude and regular morphology on the s-ECG was detected. After the shock, the s-ECG morphology changed to be more erratic with lower amplitude. The next two shocks converted the rhythm to normal sinus rhythm. Additionally, in the second episode technical services found indications of a potential baseline wander. The baseline appeared to be moving, maybe due to air entrapped in the pockets of the system. System manipulations could help determined if this is happening, in case this baseline wander can be reproduced, and if so, locate this air to appropriately program the sensing. However, technical services indicated that the delivery of the shock is not related to this phenomenon. The fast rhythm sensed on the s-ECG was appropriately assessed by the device. There were no additional adverse patient effects reported. The s-ICD and electrode remain in-service. Additional information was provided, it was reported that the implant procedure was performed with the two-incision technique which caused the electrode to dislodge. The issue was resolved by performing the three-incision technique and the electrode was repositioned. A successful dft was performed, and no additional adverse patient effects were reported. The device and electrode remain in-service.